Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. A review of the system logs showed the cfet permanent failure status to be tripped. It was reported that the power pack was not adequately charged or cannot hold a charge. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, a handle error was displayed on the display when the device was removed from the charger. During charging, the lamp turned from green to red-blue-green and made charging impossible. Another handle was used to resolve the issue in order to complete the case. There was no patient involvement. Medtronic's initial evaluation of the incident device found cfet (charge field-effect transistor) permanent failure was tripped when battery data was taken from the handle.